Manufacturer narrative:
This case, with patient identifier (B)(4) (system 1) is related to case with patient identifier (B)(4) (system 2) the event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 521 mg/dl (system 1) and 200 mg/dl (system 2). No adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.